Event description:
It was reported a physician performed a balloon kyphoplasty procedure on a pt. The pt remembered that "her surgeon told her that some of the cement leaked, but the surgeon could not remove it during the procedure. One day post procedure, the pt noted severe pain that went across her back to her left side." Reportedly, her physician prescribed a pain patch and ordered an MRI which was "normal." One month after the onset of the pain, it completely subsided and has not returned. The pt feels that the pain was muscular since the pt treatments and pain patch did not work well. It was also reported by the physician that there was a tiny amount of cement extravasation into the disc space at t5-t6. The physician feels it did not affect the outcome of the procedure, nor does he feel it is related to the pt's complaint of post-op pain. The physician noted that the pt had returned to ER for pain 4 days after kp. No add'l info was reported.

Manufacturer narrative:
Device not returned, f/u with company representative.